Event description:
Physician stated that he had a safety concern regarding the fhc multi oblique dual trajectory platform targeting guides: "in our or the other day, despite having done many of these cases, the wrong number was read-out (biopsy depth rather than target depth), resulting in a placement that was 1cm too deep. Fortunately, no injury resulted (the tip was in a csf space), but there was the real possibility of disaster. I would recommend that you either 1) remove the biopsy depth column and simply note separately that biopsy depth is 10mm further (something that should be obvious to anyone, anyway), or else 2) simply write in that column "+10mm". This issue was due to user error, the depth sheet was correct and displayed as it was intended to.